Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 335.2 mcg/day) via an implanted pump. The indication for pump use was cva (cerebrovascular accident - stroke) and intractable spasticity. On (B)(6) 2019 it was reported that per the patient, the pump started alarming about 7 pm on (B)(6) 2019. The pump was interrogated in the emergency room on (B)(6) 2019 and the pump had a critical alarm. The pump logs showed a motor stall on (B)(6) 2019 at 7:10 pm and the stall was active. No patient symptoms were reported. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was going to be admitted to the neuro ICU (intensive care unit) and have surgery to replace the pump on monday ((B)(6) 2019). The issue was not resolved at the time of the report. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Fdc updated (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis found foreign material in the gear train causing an anomaly. The catheter segments were returned and analysis found no significant anomalies. Product analysis # (B)(4), analysis information -- 2019-05-20 08:06:12 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified foreign material in the motor gear train that resulted in the motor stall(s). Product ID: 8731sc, serial# (B)(4), product type: catheter; product ID: 8596sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that their pump failed and they experienced withdrawal, seizures and was put into a coma while staying in the ICU. Per the patient, he almost died during this event and was in the hospital for almost 2 months. No further complications were reported regarding the event.